Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The preloaded stylet was not included in the return. Our laboratory evaluation of the product said to be involved confirmed the report. Visual examination of the returned product found that the balloon material had ruptured from the proximal end to the center section of the balloon. In addition, kinks were found in the catheter body at the 34.7 cm, 95.6 cm, 161 cm, 175.5 cm, and the 224.4 cm locations as measured from the distal tip of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. No other damage was found on the device. The device history record for the lot number said to be involved was reviewed. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A possible contributing factor for leakage is if the device comes in contact with a sharp object or burr in the endoscope accessory channel prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown dilation procedure, a cook eclipse ttc wire guided balloon dilator was used. A balloon leaking issue [in unknown location] was found. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.